Event description:
Patient presented to the clinic complaining of chest discomfort. It was noted that the lead was not capturing or sensing. X-ray revealed dislodgement. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
The analysis of the lead did not reveal any device condition that would have contributed to the dislodgement. The electrical characteristics of the lead were found to be normal. Mechanical and visual analysis found the helix and diistal coil clogged with body fluid/tissue. The distal coil was damaged near the connector pin as a result of over-torque applied to the lead. After destructive analysis and cleaning, helix was found to function normally from short length of the lead.